Manufacturer narrative:
Product analysis: analysis was able to confirm the output connector assembly was broken. Analysis also noted that the hanger assembly was missing, the hanger o-ring was missing, the hanger screw was missing, the display backlight was not working due to a connector issue on the main printed circuit board (pcb), the keypad was scratched, and the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular output connectors. The epg was returned for service. No patient complications have been reported as a result of this event.